Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient had experienced a loss or change of therapy and wasn¿t sure if her implant was working or not since she didn¿t feel stimulation and had to go to the bathroom more often than she used to. The increase in bladder symptoms and no stimulation started on (B)(6) 2016. She wasn¿t sure how to use the patient programmer; she used it the other day and wasn¿t sure if she if she accidentally pressed something she shouldn¿t have. The patient couldn¿t tell if her implant was on or not, and a manufacturer representative had her turn the implant on; she confirmed seeing a lightning bolt indicating the device was on. She was scheduled to see her healthcare provider on (B)(6) 2016 and would rather wait until seeing him before making any adjustments. The device was on program 3 at 1.0 volt. The patient also had external vaginal irritation starting in (B)(6) 2016. She followed up with her healthcare provider and was prescribed fluconazole, which had helped clear it up the first time, but the irritation started again. She was taking miconazole but the irritation was still getting worse. It was later reported that no diagnostics were performed related to the patient¿s vaginal irritation as she was no longer experiencing it. The vaginal irritation, lack of stimulation, and increase in bladder symptoms had been resolved. The patient planned to contact the manufacturer when she needed information concerning when to increase the setting, and she knew how to turn the monitor on and off when having a procedure.

Event description:
Additional information was received from the patient. The following is considered a sudden change in therapy/symptoms. Patient reported similar symptoms as before. Patient saw their healthcare provider (hcp) for a routine check on (B)(6) 2017 and everything checked out okay. A few days later, the patient began experiencing vaginal irritation again. Patient also thinks this may be affecting their bladder. Patient attempted to use their patient programmer (pp) to increase stimulation, but they couldn't. Patient doesn't feel stimulation and it was concluded that therapy was off. It was reviewed that therapy needs to be on for it to be effective. The patient was assisted in turning therapy on, but the issue wasn't resolved. It was reviewed to increase amplitude and the patient felt stimulation in the correct area. Patient is on program 3 at 1.7v. Even though stimulation was turned back on, patient couldn't feel stimulation. Stimulation was adjusted to 2.8v, where it was painful, so stimulation was brought back down to a comfortable level at 2.7v. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. The patient should contact their hcp if the problem persists. Patient will see their hcp again on (B)(6) 2017 and will discuss the issues. Patient will monitor their symptoms with therapy back on. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.